Event description:
It was reported that during an aneurysm embolization case, shaft of the subject microcatheter was leaking. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject microcatheter was returned for analysis and the device investigation revealed a hole/perforation on the shaft of the subject microcatheter.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject microcatheter was returned and the tip, hub and primary strain relief of subject microcatheter was found intact. During functional testing the subject microcatheter was flushed and water leaked from under the primary strain relief, and the primary strain relief was removed, and damage was identified on the shaft. There was damage to one side of the subject microcatheter shaft, but no leak was identified on this side. The damage had pierced though the secondary strain relief (ssr) and the proximal shaft on the other side and the leak was identified. A recording was taken of the leak. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the subject device was prepared for use as per the directions for use and there were no damages noted to the packaging prior to opening the packaging. Also, additional information provided indicated during one aneurysm embolization case, the operator used subject microcatheter. When flushing it during preparation, the blue area at proximal delivery pole was leaked. During analysis the returned subject microcatheter was flushed and a leak was coming from beneath the primary strain relief. To determine where the leak was coming from, the primary strain relief was removed to allow a visual examination of the proximal shaft. There was a perforation visible on the complaint unit going through the secondary strain relief (ssr) and the subject microcatheter shaft. The quality/ engineering line support for subject microcatheter viewed the unit and confirmed the issue. An assignable cause of manufacturing will be assigned to the as reported code 'catheter shaft leak during preparation' as well as the as analyzed codes 'catheter shaft leak during preparation' and ¿catheter shaft has hole/perforation' as this is an issue in which product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site.